Event description:
It was reported that during a surgical procedure, the bur broke off at the head. It was also reported that there was no harm to the pt as a result of this event.

Manufacturer narrative:
The bur subject to this MDR is not available to the MFR for evaluation. The bur lot number info had not been provided to permit further investigation.